Manufacturer narrative:
The insulin pump was received unable to prime during prim test due to faulty force sensor resistor also had a partial display due to bleeding lcd glass. The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. The insulin pump had cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of partial display from the insulin pump. The customer's blood glucose reading was 11.1 mmol/l. The customer stated that the bottom part of the lcd self-test leaked blue ink. The customer mentioned that they can no longer read the characters on the pump properly. The insulin pump will be returned for analysis.